Event description:
Reportedly, the physician had problems with smarttouch several times. The tablet couldn't shut on. He had to disconnect thé battery many times. Also, on the 26 of july 2024, the physician couldn't interrogate pacemaker with cpr4. The following message was displayed: "erreur de télémétrie"

Manufacturer narrative:
Device analysis not available yet.

Event description:
Reportedly, the physician had problems with smarttouch several times. The tablet couldn't shut on. He had to disconnect thé battery many times. Also, on the (B)(6) 2024, the physician couldn't interrogate pacemaker with cpr4. The following message was displayed: "erreur de telemetrie."

Manufacturer narrative:
Analysis of the returned subject smarttouch tablet did not confirm the reported issue: - the tablet shut on normally after recharging the battery. - the interrogation work normally with another telemetry head (cpr3) no main root-cause could be clearly established. The most probable hypothesis is that the tablet could not power on due to smartview update abruptly interrupted by an user, prior to the event. As the subject cpr4 head was not received, no main root-cause could be clearly established. No general malfunction is suspected on the subject devices. This case is retained and utilized for trend purposes.